Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Blood glucose level remained below 500 mg/dl, indicating no adverse impact. Customer successfully loaded a new cartridge with guidance from technical support and resumed insulin therapy.